Event description:
A customer reported the test did not start when the test strip was inserted into their adc blood glucose meter after blood was applied. Customer reported using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer's daughter reported getting a reading on their freestyle freedom lite meter that was higher compared to hcp meter reading. It was reported that on (B)(6), 2010 customer received a reading of 65 mg/dl from their freestyle freedom lite meter and felt "staggering, tired, incoherent. " the paramedics were called, treated customer with glucose gel and transported him to a local hospital. The reading of 36 mg/dl was reportedly obtained on hcp meter of unknown brand in an hour after the customer reported getting a reading of 65 mg/dl. The customer was diagnosed with hypoglycemia and treated with saline intravenous infusion and "breathing treatment. " the customer reportedly also received food at the hospital to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The customer returned meter (B)(4) and strip lot number 0931816. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the reading reported was found in the internal memory log of the meter.